Manufacturer narrative:
Patient city: (B)(6) patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced an occlusion issue event on (B)(6) 2026. The infusion set pump detected an occlusion that prevented the flow of insulin and caused insulin flow blocked alarm during therapy and insulin did not exit. No further information available